Event description:
Customer called to report a piece of the reservoir compartment on the insulin pump cracked and broke off as he was inserting the reservoir. Blood glucose reading at the time was 118 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.